Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer report that the image went black when the device was angulated was confirmed. The following additional findings were also noted: insertion tube had dents, and the customer label on the scope connector was incorrect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during preparation for use in an unknown procedure, their evis exera iii bronchovideoscope had dents in the insertion tube, and the image would cut out when bending. The device was not ultimately used in the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the charged coupled device unit was broken while the user was handling the device which led to occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.